Event description:
On (B)(6) 2011, the patient reported she is unable to read the display of her infusion device and, "it's almost like it got wet, but it didn't". She stated the issues began on (B)(6) 2011. The infusion device has not been dropped. She is unable to read the basal rate. She inserted a new battery but was unable to resolve the issue. She switched to her backup infusion device. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.